Manufacturer narrative:
Additional information was receive via a response from one of the implanting physician. In the physician's opinion, the perceived root cause was that the valve may not have deployed in a co-axial manner, which may have injured the sub-annular lv myocardium.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the annular tear was most likely related to the patient¿s heavy leaflet calcification and mechanisms above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(4) affiliate, during a 26mm sapien 3 tavr case by tf approach, the patient was hypotensive at the start of the case and needed vasopressors consistently. The patient became even more hypotensive after the valve was deployed. Echo revealed that the valve was well positioned and functioning well but also showed an effusion. The effusion was originally thought to be within the right ventricle and from the pacing wire but pericardiocentesis produced a large amount of arterial blood. The patient was taken to the or and the team thought an lv perforation was seen due to the amplatz wire. Further investigation revealed the perforation was an extension of an annular tear. The rupture was sub-annular at the upper lateral wall near the left main bifurcation. It was unable to be repaired and the patient expired.